Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump's ehl contained error messages "primary audible alarm power on self-test" and "auxiliary control unit (acu) watchdog failure" and "check clutch." The cause of the customer reported problem was the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, motor, and the worm coupling to fix the check clutch. The manufacturer representative replaced the reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a watchdog error and audio system error. There was no patient involvement.